Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low bgs, sensor glucose vs. Blood glucose, DHR requested - other reasons. The customer reported blood glucose value of 38 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucagon, glucose/carb intake. The event involved product(s) mmt-7040a, mmt-332a, mmt-213a, mmt-1884l. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-213a. Mmt-1884l was requested and customer response was the device will be returned. Updated summary: the low was treated with glucagon shot. There was no mention of glucose/carbohydrate intake. Customer declined troubleshooting. Customer will discontinue pump. Pump returned for analysis. Updated summary: as per additional information received, the customer reported blood glucose values was 39 mg/dl and sensor glucose value was 82 mg/dl. Troubleshooting was not performed for difference in readings. It was confirmed that the difference between sensor glucose and blood glucose values which is not within range.